Event description:
Routine complaint investigations when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose monitor. The results when plotted on a parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's blood glucose monitor and test strips are not expected for return. Retain testing of the strip lot has been requested. Attempts to contact customer for additional info have not been successful. A follow up rpeort will be filed.